Event description:
It was reported that both the rv (right ventricular) and lv (left ventricular) leads became dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable crt-p, (B)(6) 2013. (B)(4).